Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2011, and then experienced revision surgical procedure on (B)(6) 2023 approximately 11 years and 6 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4: 510k unknown due to specific device not being reported. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or femoral bone fracture, or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and product information, images, radiographs, and relevant clinical information and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.